Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid cx artery exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross the lesion and stent deformation occurred in vivo during positioning. Stent struts were seen to be lifted after removal of the delivery device. It was informed that a non medtronic stent was then implanted in the proximal lesion and the mid cx was left untreated. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th, 5th and 6th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image shows the lesion as reported by the account. A device that appears to be a temporary pacing lead is visible in the image. A dilation balloon was delivered to the lesion and inflated. Further pre dilations are performed. Following pre dilation there is some improvement as shown by the flow of contrast through the vessel. A stent is delivered to the lesion and deployed. A final angiogram shows the treated vessel. There were no images showing the reported resistance, failure to cross the lesion or deformation of the complaint device. If information is provided in the future, a supplemental report will be issued.